Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, the insertion part serpentine had been crushed. Additionally, the coating material on the serpentine was peeling off. The forceps channel had also been damaged and was not providing the correct amount of suction force. The bundle was signficantly damaged as was the brush insertion section. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus tracheal intubation fiberscope due to a collapsed bending section. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating material was peeling. This report is being submitted to capture the peeling coating found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the coating of the insertion tube was peeled off by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.